Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing what was suspected to be either crosstalk or noise. Programming changes were performed; the right ventricular lead continues to be monitored. The patient was in stable condition.